Manufacturer narrative:
No conclusion can be made. Based on the information provided at this time no conclusion can be made as to the degree to which the bard phasix mesh may be causing or contributing to the patient's reported rash. A mesh sample has been provided to the patient's doctor for reactivity testing. At this time the testing has not been completed. We have requested to be updated on the patient's status and test results when available. A lot number has not been provided; therefore a review of the manufacturing records could not be conducted. The adverse reactions section of the instructions-for-use identifies allergic reaction as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that approximately one month post implant of a bard phasix mesh the patient developed a systemic rash on the trunk and extremities. The patient has been treated with intramuscular kenalog injection and triamcinolone cream. The patient doctor has requested a mesh sample for reactivity testing.